Event description:
Complainant alleged that the clinicians attempted to defibrillate a 72 year old male pt, who was in ventricular fibrillation, three times at 200 joules each time, but the device would not charge to 200 joules. The device displayed a "status 90" error message during the event. The complainant indicated that the clinicians were able to obtain another device to treat the pt. The pt subsequently expired.